Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 8 months post implant of this 23mm aortic bioprosthetic valve, it was successfully replaced valve-in-valve with a 23mm transcatheter aortic valve for moderate to severe aortic stenosis and severe central aortic insufficiency. No additional adverse patient effects were reported.